Manufacturer narrative:
The device remains implanted in the patient¿s eye; therefore, product testing on the actual device could not be performed. The device identifier was not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. The instructions for use (IFU) indicate that the surgeon should monitor the patient postoperatively for proper maintenance of intraocular pressure. If intraocular pressure is not adequately maintained after surgery, the surgeon should consider an appropriate medication regimen to reduce intraocular pressure. The IFU states that the safety and effectiveness of the istent® trabecular micro-bypass stent has not been established as an alternative to the primary treatment of glaucoma with medications. There are many factors that may have contributed to the potential cause of the event, including but not limited to patient history, medication use and/or operational context. The MDR decision was based on lack of information regarding the cause of the event. Any omitted information was not provided at the time of this report. (B)(4).

Event description:
Through social media monitoring the following was reported by an acquaintance of a trabecular micro-bypass stent patient. Following combined cataract and trabecular micro-bypass stent surgery, the patient¿s iop was reported to be ¿going back up again¿ and another round of laser treatment was indicated. Of note, it was also reported that the patient is allergic to their eye drops. No further details were provided.